Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous high pressure alarm occurred towards the end of a routine hemodialysis treatment. Rinseback was not performed, due to system clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately. Rinseback of the patient's blood was not performed due to clotting of the cartridge. Facility staff reports that the patient runs heparin free. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has instructed the operator to flush the system every hour and will continue to evaluate the need for heparinization. Nxstage medical considers this report closed. No additional information will be provided.